Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 6 boluses per day and their device was getting slow again. The agent assisted the patient with clearing the data after which the patient was able to connect much faster.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software product ID hh90t01 lot# serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine drug via an implantable pump for non-maligant pain use. It was reported that they have never had the handset working right. The patient stated that they got a delaywhen trying to connect to the pump to get a bolus. The agent walked the patient through clearing the data in the handset. The troubleshooting steps that were taken on the call resolved the issue.